Event description:
It was reported to tyco healthcare/kendall on october 2, 2006 that a customer allegedly had a problem with a dialysis catheter. The patient reports the dialysis catheter was placed in 2004 in the right femoral vein. Shortly thereafter, patient alleges a catheter fragment broke off from the main catheter body while inside the patient. Seven days later, patient reportedly underwent open heart surgery to surgically remove a foreign body from his right atrium. Patient reports the foreign item was identified as a "shiley catheter."